Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of an omega monorail stent delivery system (sds) in two pieces. The stent was not received as it was reportedly deployed during the procedure. There was contrast in the inflation lumen. The midshaft was broken at 121.5 cm from the strain relief. The separated distal section was stretched and elongated. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported events and confirmed device damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent delivery system (sds) balloon detachment occurred. The patient presented for treatment with a non-st segment elevation myocardial infarction (nstemi). Access was obtained via the femoral artery. The 80% stenosed, 70x2.75mm, de novo target lesion was located in the severe calcified and mid tortuous proximal and left anterior descending (lad). The lesion was predilated with two non-bsc coronary dilatation balloon catheters 2.0 x 15mm and 2.5x20mm reducing the stenosis to 50% . Two first omega stents and one non-bsc stent were implanted in the middle lad and one omega stent in the proximal lad. After all stent deployment there was a good flow in the lad. After the last omega stent was deployed in the proximal lad and was well positioned in the vessel, the physician withdrew the stent delivery system (sds) with some resistance although x-ray confirmed the balloon was fully deflated. It seems a piece of the sds balloon detached at a certain point but after withdrawal of the sds, the physician did not notice the sds was not complete. It is also disclosed, the first diagonal artery was occluded by a thrombus after the last stent deployment and the patient experienced discomfort (bradycardia, dyspnea) during the whole procedure. The physician started the post dilatation procedure of the 4 stents with a non-bsc coronary dilatation balloon catheter and discovered the separated sds piece when trying to inflate the balloon. The physician pushed the separated sds piece back into the implanted stents. The non-bsc balloon was withdrawn and the physician tried to recover the separated sds piece with a snare. Therefore, a contralateral access was placed from the femoral artery and the separated sds piece was recovered from the left side. After the intervention, the entire lad was occluded by a thrombus and iliac and left anterior descending arteries dissection was noticed probably caused by the intervention. The patient was transferred to the cardiologic surgery department in the same hospital and a bypass was placed. To date the patient is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent delivery system (sds) balloon detachment occurred. The patient presented for treatment with a non-st segment elevation myocardial infarction (nstemi). Access was obtained via the femoral artery. The 80% stenosed, 70x2.75mm, de novo target lesion was located in the severe calcified and mid tortuous proximal and left anterior descending (lad). The lesion was predilated with two non-bsc coronary dilatation balloon catheters 2.0 x 15mm and 2.5x20mm reducing the stenosis to 50% . Two first omega stents and one non-bsc stent were implanted in the middle lad and one omega stent in the proximal lad. After all stent deployment there was a good flow in the lad. After the last omega stent was deployed in the proximal lad and was well positioned in the vessel, the physician withdrew the stent delivery system (sds) with some resistance although x-ray confirmed the balloon was fully deflated. It seems a piece of the sds balloon detached at a certain point but after withdrawal of the sds, the physician did not notice the sds was not complete. It is also disclosed the first diagonal artery was occluded by a thrombus after the last stent deployment and the patient experienced discomfort (bradycardia, dyspnea) during the whole procedure. The physician started the post dilatation procedure of the 4 stents with a non-bsc coronary dilatation balloon catheter and discovered the separated sds piece when trying to inflate the balloon. The physician pushed the separated sds piece back into the implanted stents. The non-bsc balloon was withdrawn and the physician tried to recover the separated sds piece with a snare. Therefore a contralateral access was placed from the femoral artery and the separated sds piece was recovered from the left side. After the intervention the entire lad was occluded by a thrombus and iliac and left anterior descending arteries dissection was noticed probably caused by the intervention. The patient was transferred to the cardiologic surgery department in the same hospital and a bypass was placed. To date the patient is stable. This product is only ous approved but it is similar to an approved us device.